Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was not available for evaluation. Therefore, no analysis can be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked. The infusor had been prefilled with fluorouracil, 4200 mg / 230 ml d5w. The leak was identified after a non-baxter device was attached to the end of the infusors tubing. The customer stated that the leak was observed to be at the distal luer lock; the blue winger luer cap was noted to be in place. The malfunction was observed prior to use; there was no patient involvement. Additional information was requested and is not available. This is report 3 of 4. A follow up with civa manager indicated that the customer reported that all units were fine on receipt and in storage. The leak was observed on dispensing after a spinning spiros (a type of closed transfer device) was attached to the end of the infusor tubing. The customer was not sure if it was an issue with the infusor connector or the spiros. This complaint file has been opened for incident # 3 (no sample available); separate files will be opened for 3 more incidents. Product surveillance notification date: aug 1, 2013.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.